Manufacturer narrative:
The information being reported was found in a journal article titled "in vivo degradation characteristics of bioabsorbable cross-pins in anterior cruciate ligament reconstruction" the knee (2013), http://dx.doi.org/10.1016/j.knee.2013.03.001. Current information is insufficient to permit a conclusion as to the cause of the events. Event details and product identification were not provided for the revisions mentioned in the journal article. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article which evaluated degradation of bioabsorbable femoral cross-pins following anterior cruciate ligament reconstruction utilizing the lactosorb l15 crosspin. There were four (4) patients in the anterior cruciate ligament reconstruction group. One (1) year post operative, two of the implants pins fractured and by two (2) years all implanted pins had fractured. Computerized tomography scan at two (2) years post operatively found evidence of joint effusion which was not present at one (1) year. One (1) patient had persistent effusions at (six) 6 weeks, (four) 4 months and (one) 1 year but not after (two) 2 years. Two (2) patients had resolution of their effusions by one (1) year postoperatively.